Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an MRI done that led to recharging every 2 days. The patient had the device reset by a manufacturer representative. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient normally charged every 4 to 5 days. The patient said they had to leave it off to have a CT scan. Then the person who followed the patient had to reset it to a higher setting level for the patient's back. The issue was now resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins needed to be charged and the caller saidit was just charged two days ago. The patient was going to call a manufacturer representative (rep) for help. No symptoms or further complications were reported.